Event description:
A surgeon reported that there was poor aspiration of the probe during a vitreoretinal eye surgery. The product was replaced and the procedure was completed without consequences to the patient. Additional information and product sample were requested for this report.

Manufacturer narrative:
A product sample was not returned for evaluation. A device history record review for the probe lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturer's acceptance criteria. The root cause for the complaint issue cannot be determined. (B)(4).